Event description:
Patient was revised to address infection. The poly-linked humeral yoke was also found to be broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for the poly yoke and the bearing assembly part and lot number combinations; one prior report for the pin unit part and lot number combination, however, review of the as400 system show that (B)(4) other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue since released into stock on (B)(4) 2006. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.